Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol bard flat mesh (device 2); an additional emdr will be submitted to represent the bard/davol bard flat mesh (device 1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005- the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device 1). On (B)(6) 2007- the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device 2). The patient is making a claim for an adverse patient outcome against the bard flat mesh (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the bard flat mesh (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k) based on the additional information received, there is no change to initial determination, no conclusions can be made. As reported, about 1 year post implant of collamend mesh, patient was diagnosed with hernia recurrence, bowel obstruction, adhesions & pain. The instructions-for-use supplied with the device lists hernia recurrence, adhesions & pain as possible complications. This supplemental emdr represents the collamend (device #2). An additional supplemental emdr was submitted to represent bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005- the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device 1). (B)(6) 2007- the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device 2). The patient is making a claim for an adverse patient outcome against the bard flat mesh (devices 1 and 2). As reported, the patient's attorney alleges a general claim related to the bard flat mesh (devices 1 and 2) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: ni-ni-2000 to ni-ni-2008 - patient had hernia treatment and repair. (B)(6) 2005 - patient underwent incisional hernia repair with the implant of bard flat mesh (device #1). (B)(6) 2006 - patient had hernia recurrence and contracted mesh. (B)(6) 2007 - patient underwent recurrent ventral hernia repair with the implant of collamend mesh (device #2). (B)(6) 2008 - patient had bowel obstruction, adhesiolysis, hernia recurrence. Attorney alleges that the patient had adhesions, bowel obstruction and pain.